Event description:
Same patient as: 2134265-2009-04981, 2134265-2009-04982, 2134265-2009-04984, 2134265-2009-04985. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. In early 2009, a lesion was identified in the left anterior descending artery (lad). A rotablator was used and a 2.5mm taxus express2 drug eluting stent was deployed in the lesion. Approx eight months later, it was noted that the lesion had now progressed proximal to the prior placed stent and extended into the left circumflex artery (lcx). The physician elected to place 4 stents at the bifurcation to treat the de novo lesion. The first segment that was treated was the 90% stenosed portion of the lesion located in a calcified and tortuous lad. The lesion was predilated with a 2.5x15mm quantum maverick balloon that was inflated to 12 atms. A 2.75x24mm taxus liberte' drug eluting stent was deployed more distally in the lad, overlapping the previously placed taxus express2 stent. A 3.0x16mm taxus liberte' drug eluting stent was also deployed in the lad. Resistance was felt removing this device from the patient. The lesion was post-dilated with a 2.75x15mm non bsc balloon. Ivus was performed, confirming that the stents were well apposed. The portion of the lesion that extended in the lcx was 75-90% stenosed and the lesion was reported to be calcified and tortuous. The lcx was predilated with a 2.5x15mm quantum maverick balloon. A 2.5x16mm taxus liberte' drug eluting stent was deployed in the posterior descending branch of the lcx. The lesion was postdilated with a 2.5x15mm quantum maverick balloon to 16 atms. A 3.0x16mm taxus liberte' drug eluting stent was then deployed in the proximal to distal lcx. The stent was post-dilated with a 2.75x15mm non bsc balloon inflated to 18 atms. Ivus was performed, and it was noted that the minimum lesion length of the posterior descending branch of the lcx was approximately 2mm. Due to the fact that the length of the lesion was the same as the vessel diameter, the procedure was completed at this point. Since the initial procedure in early 2009, the patient was taking 100mg/day aspirin and 75mg/day clopidogrel. Three days post the placement of the four stents, the patient reported chest pain and st elevations while still in the hospital; stent thrombosis was diagnosed. The patient went into cardiac arrest. Cardiopulmonary resuscitations was performed for 40 minutes, but the patient expired.

Manufacturer narrative:
The device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.